Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer alleged insulin pump was under delivering and had high blood glucose level. Customer current blood glucose level was 214 mg/dl. The customer alleged insulin pump was under delivering because customer has done several infusion set changes and its not affecting blood glucose level. The customer was treated with manual injection. Customer had been using insulin pump system within 48 hours current of reported high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer was assisted with troubleshooting for high blood glucose. The device will be returned for analysis